Event description:
Upon extraction of the cannula, the catheter valve was audibly leaking air. The physician feels that the device was the reason for the pt's 15% pneumothorax, however, the pt didn't require any further medical intervention.